Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the pump powered up successfully with the auditory alarm. The vibratory alarm did not occur at startup. The pump cover was removed to find a vibration motor failure. When the vibration motor was connected to an external power source, no vibration was detected.